Event description:
A home patient contact baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2/3 of their automated peritoneal dialysis therapy. Reportedly, the home patient woke up to the transfer set being disconnected from the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. Per the home patient, no patient injury or medical intervention was associated with this incident.